Event description:
It was reported that the pulse generator exhibited loss of atrial sensing in the bipolar configuration.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.